Event description:
On (B)(6) 2025, the user experienced a prolonged low blood glucose episode after pausing and resuming insulin delivery. The user reported feeling she received more insulin than shown, but log review confirmed dosing was consistent with expected device operation. The user recovered without medical intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.